Manufacturer narrative:
Internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. This case reports the suturefix ultra ahr s w/2 ub str 1 bl anchor broke during deployment. However, it is unknown if the broken anchor was retained inside of the patient or removed. Based on the limited information provided the root cause of the breakage could not be determined. It is unclear if the IFU were adhered to; however, it does caution that, ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ if a portion of the suturefix anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation. If any pieces of the broken anchor were retained; therefore, we cannot rule out the potential risk for tissue inflammation, pain, micro-motion and/or migration. It was reported, the procedure was successfully completed without a significant delay using a backup device. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. The device has not been deployed. No physical damage visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. This case reports the suturefix ultra ahr s w/2 ub str 1 bl anchor broke during deployment. However, it is unknown if the broken anchor was retained inside of the patient or removed. Based on the limited information provided the root cause of the breakage could not be determined. It is unclear if the IFU were adhered to; however, it does caution that, ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ if a portion of the suturefix anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation. If any pieces of the broken anchor were retained; therefore, we cannot rule out the potential risk for tissue inflammation, pain, micro-motion and/or migration. It was reported, the procedure was successfully completed without a significant delay using a backup device. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery the suturefix anchor broke while it was being deployed. The procedure was successfully completed without a significant delay using a backup device. No other complications were reported.